Manufacturer narrative:
This lead was surgically abandoned. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Event description:
Boston scientific crm received information that this right atrial lead was surgically abandoned due to noise and a suspected fracture. No adverse patient effects were noted.